Manufacturer narrative:
Follow-up #1 date of submission 10/29/2013. Device evaluation:the returned cartridge was evaluated by product analysis on 10/18/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 10/29/2013. Device evaluation:the returned cartridge was evaluated by product analysis on 10/18/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 09/27/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the insulin cartridge was leaking at the luer lock. On an unspecified date, the patient obtained the blood glucose readings of 300 mg/dl and 400 mg/dl and she experienced the symptoms of rapid heartbeat and nausea. The patient corrected her blood glucose levels with a bolus dose of insulin via the pump; she did not seek any medical attention. Troubleshooting revealed no damage seen to the cartridge and the patient¿s technique was correct. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the leaking insulin cartridge issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.